Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the reservoir leaked during a set change but no fluid was visible in the insulin pump. The blood glucose reading was not known. The reservoir was not returned for analysis.